Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the haptic was observed to be damaged. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 114257038 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 114257038. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On (B)(6) 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye the haptic was observed to be damaged necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the haptic was observed to be damaged. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 114257038 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 114257038. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were fully closed, and that the plunger was fully retracted. Viscoelastic residue was observed in the nozzle. The injector was disassembled. The injector parts were inspected under 10x magnification. The inspection did identify damage to injector parts; plunger tip was observed slightly shredded. I identified part of lens in nozzle, confirmed by health facility that the lens was explanted. To facilitate further testing of the injector, the injector was re-assembled using rayone aspheric rao600c from rayner stock and a new plunger and was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. Product return inspection performed could not confirm the event as reported. Root cause of the reported fault could not be established. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design. .

Event description:
On (B)(6) 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye the haptic was observed to be damaged necessitating lens explantation and exchange.